Manufacturer narrative:
H.6. Investigation: bd received an used q-syte closed luer access device from an unknown lot for evaluation. The unit was received without its original packaging. Additionally, a review of the device history record could not be performed as the lot was unknown and the engineer could not identify it without the packaging. Our quality engineer visually inspected the returned unit and observed no visible damage to the septum or the q-sytes body. There was also no blockage noted. Bd was also provided with five photos of the defect for investigation but no damage could be observed in the provided photos as well. Finally, a flow rate test was performed on the returned unit and the unit was found to be within product specifications. The flow rate appeared to be unobstructed. Based off the provided photos, the visual inspection, and the testing performed the engineer was unable to verify the reported defect. Since no defects were found during investigation a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was blocked and wouldn't flush with saline nor collect blood during use. The following information was provided by the initial reporter, translated from japanese to english: "with a groshong PICC, neither flushing (saline) nor blood collection could be performed. A slit-type syringe was used."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was blocked and wouldn't flush with saline nor collect blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "with a groshong PICC, neither flushing (saline) nor blood collection could be performed. A slit-type syringe was used."